Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Two potential lot numbers were provided. Complaint history and product history records were reviewed for both lots and documentation indicated the product met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridge split while injecting the lens. There was patient contact, but no harm. The procedure was completed with the same cartridge. The physician reported the iol was not a high powered lens.

Manufacturer narrative:
The cartridge was returned. A small amount of viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. A split is observed which starts in the thick nozzle and extends through the end of the tip. Heavy stress is also observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Two potential lot numbers were provided. Complaint history and product history records were reviewed for both lots and documentation indicated the product met release criteria. The indicated associated products are qualified. The root cause for the observed cartridge damage could not be determined. The returned cartridge has nozzle and tip damage. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The dfu instructs to use viscoelastic, which has been allowed to come to the operating room temperature. This type of damage may also occur if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge, it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).